Manufacturer narrative:
Novocure opinion is that there is no evidence that the death was related to novottf therapy. Death is an expected event in pts with recurrent glioblastoma due to the natural history of the disease. On the pivotal phase iii trial overall survival was 6.3/6.4 months in the novottf therapy and chemotherapy arm respectively. This event is being reported to the FDA as per novocure's standard operating procedures which state that any deaths that occur within 24 hours of device use be reported (pt was wearing device on day of death). Md providing additional info: (B)(4).

Event description:
Pt with recurrent glioblastoma cogan novottf therapy on (B)(6) 2013. On (B)(6) 2013, novocure was informed that the pt had died on (B)(6) 2013. Per the prescribing md, cause of death was unk. Pt had been hospitalized at an outside facility prior to transfer to (B)(6) and was being followed by a local oncologist; therefore, no further details were available. Prescriber stated that pt had experienced gbm progression outside of the original tumor bed at month 7 at which time the pt started novottf therapy and bevacizumab. There was no recent follow-up with the pt. No further info was available. The last date of novottf therapy was not known until the devices were returned to novocure on (B)(4) 2013 and per logfile review, last day of device use was (B)(6) 2013 and device was functioning as per normal operating parameters.